Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula was noticed to be shorter than normal after removing the IV, and it was assumed a piece had broken off inside the patient. As a result, the patient received diagnostic imaging, where the piece was located in the interstitial tissue, and had to see a specialist for removal on multiple occasions. The following information was provided by the initial reporter: "when staff removed an IV catheter, they noticed the tip looked different and it was significantly shorter than a new IV catheter.¿ unable to confirm the length of IV catheter inserted (documentation did not include length of catheter, only gauge). Can you please provide additional details in regards to the issue? When staff removed the IV from the patient, they noticed that the canula itself was shorter than it usually is. When compared to the new ones from the supply unit it was shorter. Was there any patient impact or patient involvement? The patient had to undergo diagnostic imaging to confirm the presence of a foreign body did you experience any adverse events as a result of this reported defect? Patient had the small piece located in the interstitial tissue, had to be seen by a specialist for removal on multiple occasions".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no investigation can be performed at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula was noticed to be shorter than normal after removing the IV, and it was assumed a piece had broken off inside the patient. As a result, the patient received diagnostic imaging, where the piece was located in the interstitial tissue, and had to see a specialist for removal on multiple occasions. The following information was provided by the initial reporter: "when staff removed an IV catheter, they noticed the tip looked different and it was significantly shorter than a new IV catheter.¿ unable to confirm the length of IV catheter inserted (documentation did not include length of catheter, only gauge). Can you please provide additional details in regards to the issue? When staff removed the IV from the patient, they noticed that the canula itself was shorter than it usually is. When compared to the new ones from the supply unit it was shorter. Was there any patient impact or patient involvement? The patient had to undergo diagnostic imaging to confirm the presence of a foreign body. Did you experience any adverse events as a result of this reported defect? Patient had the small piece located in the interstitial tissue, had to be seen by a specialist for removal on multiple occasions."